Event description:
It was reported that the patient experienced a lack of therapeutic effect. The patient was not digesting his food and was in a lot of pain. The patient was admitted to the hospital. It was noted that the patient did not have a healthcare provider due to moving to a different city. The company representative confirmed that a programmer was shipped to the physician, who was treating the patient. The patient was still hospitalized at last contact. There were many other factors involving this patient. The physician felt that the device was functioning correctly. The patient was ill due to narcotic use.